Manufacturer narrative:
Investigation from importer (arkray USA inc,, hereafter : arkray). Arkray notified the manufacturer (apex biotechnology corp., hereafter: apexbio) on 25 aug 2020 that they have received a customer complaint which was a MDR. Arkray received the complained meter and test strip (1 piece) and performed tests. Results were pass. Investigation from manufacturer (apexbio): apexbio performed functional test to the returned meter. All tests were pass. Apexbio performed venous blood test and control solution test for returned meter and retain strips of complained lot of test strip. Results were pass. Apexbio performed additional moisture test to the desiccant in strip bottle. Results were acceptable.

Event description:
Customer's wife was calling to report that the meter was reading too high. Reading is too high based on symptoms displayed and caller stated if reading was accurate, customer wouldn't have been displaying symptoms. Patient was eating lunch and took insulin on his pump. Then he called to his wife and asked for help as he was experiencing severe hypoglycemic symptoms and having a hard time talking. He was then checked on the expression meter and the reading was 50. He was then checked on his bayer meter and the reading was 31. He was given juice and glucose gel after 15 minutes he was still very low, and the paramedics were called. He was given more glucose gel from them and it took two hours to get his blood sugar up. He was not taken to the hospital.